Manufacturer narrative:
Results- visual inspection of the returned product showed that both lens haptics were torn off and the lens optic is torn. Clear surgical residue/ debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens and the lens trailing haptic tore. The lens was removed with forceps without enlarging the incision. No sutures were required to close the wound. No patient injury.